Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right anisomastia. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 34-year-old caucasian female patient underwent primary breast augmentation with a 450cc mentor memorygel breast implant on both sides and left side breast implant rupture was discovered during bilateral replacement surgery with mentor gel devices on (B)(6) 2023. On (B)(6) 2023, mentor became aware that patient also experienced wrinkling on the left side and the replacement devices used on (B)(6) 2023 were catalog number 3506504bc; serial number (B)(6) on the right side and catalog number 3506504bc; serial number (B)(6) on the left side. On october 2, 2023, mentor became aware that patient also experienced bilateral anisomastia. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On october 18, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 450cc returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis, can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental report is for the right side device. Manufacturer¿s reference number: (B)(4).